Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the pin and the wall. The wall was broken off and not returned with the instrument. The broken pin is missing as a result of breakage. Additionally, the instrument was found to have a broken main tube. Material was found missing. The complaint regarding a damaged instrument was confirmed by failure analysis. The probable root cause can be attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the permanent cautery hook instrument (pch) was found to be damaged. The customer reported event had no report of patient injury.